Event description:
The customer reported that in ffr (fractional flow reserve) mode, there was a discrepancy in the displays of the control and exam room monitors. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that in ffr (fractional flow reserve) mode, there was a discrepancy in the displays of the control and exam room monitors. Sweep speed at 25 mm per second is the normal default, the screen in the actual exam room displayed a different sweep speed to the one in the control room. The control room sweep speed was correct in the control room and not in the exam room. Patient involvement is unknown. There was no reported patient impact / injury.